Event description:
Customer reportedly received the following results on the aviva system on (B)(6) 2014: 565 mg/dl at 4:06 a.m., 82 mg/dl at 4:13 a.m., 105 mg/dl at 4:14 a.m., 114 mg/dl at 4:15 a.m., 98 mg/dl at 4:25 a.m., 193 mg/dl at 4:25 a.m., 250 mg/dl at 4:26 a.m., "hi" (>600 mg/dl) at 4:26 and 4:27 a.m., 242 mg/dl at 4:29 a.m., 67 mg/dl at 4:30 a.m., "hi" (>600 mg/dl) at 4:30 a.m., 57 mg/dl at 4:32 a.m., 87 mg/dl at 4:32 a.m., 39 mg/dl at 4:36 a.m., 56 mg/dl at 4:37 a.m., 55 mg/dl at 4:37 a.m., and 115 mg/dl at 4:39 a.m. Customer reported she uses a serum which contains vitamin c, and she might not have prepared her finger correctly prior to testing. The alleged test strips have been used and will not be returned for evaluation.

Manufacturer narrative:
It was reported the customer is in "20-30's" the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.